Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during preparation for surgery, the drill bit broke there was a 10 minute delay because they had to search for another set, open it and bring the instrument into the or. Patient is fine, there was no harm on the patient. This report is 1 of 1 for (B)(4).